Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (identified via b3 and b5) and the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause regarding the seal residue (foreign material) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred before an unknown procedure without complications to patient.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed. Additionally, the foreign material was likely seal residues and was clogging the nozzle, which likely occurred during the cleaning/disinfection process. Other findings include the following: the bending angulations were out of specification, the light guide lens and objective lens were cracked, the insertion tube and universal cord were wrinkled, and the bending section cover glue was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an insufflation problem and failure in lens dose equivalent (lde) with indication of clogged air and auxiliary channels on the evis exera iii gastrointestinal videoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the nozzle was clogged by a foreign black rubbery material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.